Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) lead had high thresholds. The ra and rv lead were capped and replaced. No patient complications have been reported as a result of this event.